Manufacturer narrative:
The crt-d is expected to be returned. Once it is returned and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard tones being emitted and went to the hospital. Interrogation of the crt-d revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, there were high out of range pacing impedance measurements on the right ventricular (rv) lead. A revision was performed the next day. The rv lead was unable to be replaced as fibrosis in the superior vena cava prevented a new lead from being implanted. The rv lead was tested on the pacing system analyzer (psa) and although the pacing impedance measurements were at 2,000 ohms, all other lead measurements were in normal range. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Memory downloads were performed from the explanted device (p162) and the currently implanted device (g172) and submitted to boston scientific technical services (ts) for review. With the previously implanted device (p162), there were episodes stored due to noise that was being oversensed on the rv lead. With the currently implanted device (g172), the first daily measurement yielded a pacing impedance measurement of 1,838 ohms. The next daily measurement was above 3,000 ohms and has remained there. This indicates that the pacing impedance measurement is too high for the device to make a measurement and no actual value can be obtained. Additional troubleshooting was discussed. No adverse patient effects were reported. At this time, the g172 and rv lead remain implanted and in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. In addition, microscopic inspection of the lead barrels and header noted no anomalies. Laboratory analysis was unable to confirm the out of range pacing impedance measurements; it is suspected that it may have been the result of a lead issue.